Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model. Further alleges patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced. (Patient) suffered bodily injury, and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of enjoyment of life, shortened life expectancy, and expenses of hospitalization medical and nursing care and treatment, monitoring and loss of earnings as well as loss of ability to earn money and other economic damages." Review of manufacturer's database revealed the patient had died.

Event description:
Attorney alleges patient "was implanted with a medtronic sprint fidelis lead wire system, and suffered physical and other injury as a result of the recalled lead" and "has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. (Patient) suffered these shocks and fractures without any alarm sounding from this purportedly "enhanced" monitor."